Event description:
It was reported that the patient was referred for a lead revision surgery, possible full revision surgery for an unknown reason. Due to the context of the report, it appears that there is a suspected issue with the patients lead requiring revision surgery. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient underwent lead revision surgery. It was noted that the lead revision was due to high impedance. During surgery, lead pin reinsertion was attempted but the impedance remained high. The generator was tested with the test resistor and impedance was ok (4000 ohms). Therefore, the surgeon replaced the lead, and the surgeon did not dissect down to the old electrode site, but created a new electrode site. The suspect lead has not been received by the manufacturer to date. No additional relevant information has been received to date.